Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a dislodgement of a non-boston scientific left ventricular (lv) lead. A revision procedure was performed. During the procedure, it was noted that this device was not in the same orientation as when implanted, and the lv lead suture sleeve was not connected to the patient tissue as it was previously. The device was noted to be flipped; the physician suspected that the device flipped due to patient movement and pulled the lead back which caused the lead dislodgement. The lv lead was explanted without incident. Then the physician elected to also remove all other leads since there was concern about the device moving and thus moving those leads too. The patient received all new leads, and the physician implanted the device subpectorally. To date, there have been no reported adverse patient effects related to this clinical observation.